Event description:
It was reported that the fill port tube on a tpn therapy bag was found to be loose, which caused a leak. The leak was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found two instances of nonconformance during manufacture; however, all release product met release criteria. Visual and functional inspection confirmed the reported condition, which was determined to be caused during the manufacture of this device. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.